Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately one hour after the start of continuous renal replacement therapy with a prismaflex st100 set, the return pressure sensor observed to be defective, described as "the fluid level was observed to rise, wetting the protective cover". There was no report of patient injury or medical intervention associated with this event. No additional information is available.